Manufacturer narrative:
G2: country of event is japan. G4: please note that this device is not marketed in the united states; however, the device is deemed the same as the united states marketed device catalog c01a, 510k#k041584; UDI # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was compression fracture at l3 due to primary osteoporosis (intraspinal cleft). It was reported that, the cement hardened quickly, and only 2.0cc on the right and 1.5cc on the left were inserted. Subsequently, screws were inserted into the vertebra, but due to the small amount of cement, the grip on the cancellous bone was poor, and movement in the cement was observed. Upon inquiring with the assistant who had been present from the beginning of the surgery, it was found that the room temperature was 24°c. As the screw did not connect with the cement, the screws were removed, additional cement was inserted, and then longer screws of size 5.5×35 were reinserted. During early stages, the first piece of cement solidified in the bone filler. There was a delay of less than 60 minutes was reported as a result. Procedure/technique performed was balloon kyphoplasty at l3 with posterior pedicle screw fixation at l2/3/4. There were no patient symptoms reported. No further complications reported regarding the event.